Manufacturer narrative:
End-user reported as they were driving at speed, they noted the device started slowing down and reportedly stopped. This caused the end-user to lose their positioning and fall forward out of the seating to the ground. Reports claim they sustained and cut on their left arm requiring 4 stitches and sustained some bruising to their ribs. The end-user reported they were not wearing the installed positioning belt at the time of the event. End-user reported when the event occurred the device did not lose power, only having stopped unexpectedly. The service provider reported having evaluated the device finding it to be fully operational with no signs of a mechanical or electrical issue having occurred. Provider reported having reviewed the device system logs and did not find any irregularities that would indicate an error having occurred that would inhibit a drive command. The end-user reported the event occurred approximately 3 weeks prior to the dealer's evaluation and the device continued to remain fully operational since with no issues of recurring behavior. The end-user was informed to be vigilant and if any similar behavior occurs and to immediately stop use of the device and contact their service provider. With the information provided and the inability to confirm a product failure having occurred, permobil is unable to reach a determination as possible root cause without speculation. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
End-user reported as they were driving their wheelchair outdoors at speed, the device reportedly started to slow down and then stop. This action reportedly caused the end-user to lose positioning and fall out of the seating to the ground where they sustained injuries that required medical intervention to address.